Event description:
It was reported by the affiliate that during a laparoscopy-assisted distal gastrectomy procedure, the acral part of the blade started to have difficulty in cutting after about an hour. The surgeon commented that there was a difficulty in the coagulation. A few amount of bleeding was occurred and no blood infusion was performed. Error 5 was also displayed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.